Manufacturer narrative:
The customer has indicated they are retaining the product. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7477730 , and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female was undergoing stage 2 reconstruction with a mentor smooth round moderate plus profile 650cc saline prosthesis and experienced right sided deflation. Once the implant was placed, the right side would not retain volume and had to be replaced another mentor smooth round moderate plus profile 650cc saline prosthesis during the procedure. This caused a thirty-minute procedural delay. No other adverse events were reported.